Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that during initial ilet pump training an alert 38 motor stall occurred, the device was restarted, and the alert recurred, after which the user was placed on a backup ilet and a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and user education. Investigation included troubleshooting with customer support and review of device performance based on the reported alert. Investigation of this case revealed a consecutive motor stall consistent with a pump motor malfunction. It was concluded, that the issue reported did not aligned with the issues found during the investigation. The hoverboard was identified to have a faulty chip and will be replaced.